Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.

Event description:
It was reported that there were black lines on the display. The reported blood glucose reading was 244 mg/dl. Troubleshooting was performed, but the display could not be restored to normal operation. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.